Manufacturer narrative:
B3: date of event is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that cadd cassettes were found to be leaking. The cassettes can be filled with water or saline to confirm the leak. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
B3: date of event; 1/9/2025. D4. Catalog and UDI: updated. E1: initial reporters address: updated. H3: device has not been returned to manufacturer. No device was received for device analysis. There was photos provided for the investigation. After looking at the video evidence the failure mode of leaking was confirmed. The leak was detected from the medication bag, close to the plate.